Manufacturer narrative:
The scope present during the time of the reported event was not used in a patient procedure. A steris service technician inspected the system 1e and identified the aspirator probe to be cracked. The technician replaced the aspirator probe, tested the processor by running a diagnostic and processing cycle and confirmed the system 1e to be operating properly. No additional issues have been reported. A cracked aspirator probe can cause residual s40 to remain in the sterilant cup after processing. It is likely that this event was caused by the user facility employee contacting residual sterilant after the processing cycle completed. The system 1e operator manual states on pg 4-2 "check aspirator assembly. Verify probe lumen is clear. Inspect aspirator for cracks or chips. Verify hose connections are secure. If any damage is visible on the aspirator assembly, replace it immediately." And on pg 1-3 "use of a blocked or damaged aspirator may result in ineffective liquid chemical sterilization." The technician recommended to the facility to perform a daily check of their aspirator assembly. A steris account manager performed in-service training on the proper use and operation of the system 1e processor.

Event description:
The user facility reported that after a completed system 1e processing cycle an employee removed a scope and in the process experienced irritation to her forearm. The employee applied ointment and no medical treatment was sought. No procedural delays or cancellations were reported.